Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0qx9f, implanted: (B)(6)2015, product type: lead. (B)(4).

Event description:
The patient thought her lead wire has slipped and it happened "probably about a week or two ago" ((B)(6) 2015). There was no fall or trauma reported regarding this event. Additional information reported about 2 weeks later indicated that patient did not know what circumstances to lead wire slipped. The patient mentioned possible due to activity or battery. There was no change in device programming. The lead wire slipping has not been resolved and patient was scheduled for doctor's appointment next week from the day of follow up call. The patient was diagnosed with urinary dysfunction/sacral nerve stim gastrointestinal/ pelvic floor. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.